Event description:
A report was received that the patient was experiencing numbness and weakness. The patient underwent an explant procedure and was reportedly doing well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing numbness and weakness. The patient underwent an explant procedure and was reportedly doing well postoperatively. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the numbness the patient was experiencing was not device related.